Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed the cause of the leak was a damaged sight glass. The technician made the required replacements, performed a test cycle and confirmed the unit was operating to specification. The sterilizer was installed in november of 2011 and is not under steris service contract.

Event description:
The user facility reported their unit was leaking water. The amount of water which leaked was approximately one gallon of water. No injuries or procedural delays/cancellations were reported.